Event description:
Patient reported that they were injected with 1 syringe of juvéderm® ultra in the lips. The next day, the patient reported experiencing "delayed oppression occlusions" in the upper lip. The patient was treated with hyaluronidase but the occlusion reoccurred. The symptoms are ongoing.

Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "vascular occlusion" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.